Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to have white residue on it. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter has a scratched display. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 4 times daily and manages her diabetes with insulins. The patient mentioned she administers novolog (15 units at breakfast and lunch and 10 units at supper) and levemir (40 units at bedtime). The patient reported the alleged issue began on (B)(6) 2010 at an unspecified time. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. On (B)(6) 2011, the patient confirmed feeling shaky after the alleged issue began. In response to the symptom, the patient reported emergency medical services (ems) was contacted. According to the patient, she was tested by the ems meter with a result of "33 mg/dl" and was immediately administered IV glucose. The patient stated she attempted to use the subject meter but she could not see the result(s) on the display. At the time of troubleshooting, the cca noted the patient had used the subject meter before but she does not know how the display issue occurred on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly became hypoglycemic requiring hcp intervention after the alleged meter issue began.